Manufacturer narrative:
(B)(4). During follow up it was reported that the event was "a user issue from the patient". The user issue was not further specified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the tubing of a homechoice automated pd set with cassette was missing. The line could not connect to a supply bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.